Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer was unable to get blood glucose down. Customer had a hyperglycemia in the evening before the hospitalization, the customer used follow-up hyperglycemia plan and was unable to get blood glucose stable afterwards. Felt sick afterwards. Test results will be sent via email. Ketoacidose treated by insulin via infusion in hospital. Primed 5 units via canula fill. Standard setting was 0.6u changed to 5units. Received delivery blocked alarm around 2/3 units. Changed back to 0.6u bent canula was the reason of the high blood glucose.